Manufacturer narrative:
Manufacturer's investigation conclusion: the pump remains in use supporting the patient. A correlation between the device and the report of gastrointestinal (gi) bleeding could not be conclusively determined. Bleeding is listed in the instructions for use as a potential adverse event that may be associated with the use of heartmate 3 left ventricular assist system. Gi bleeding has been previously investigated and will continue to be monitored through quality data reviews, which are conducted on production and post product signals to evaluate if products are conforming to product requirements. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient was admitted to the hospital on (B)(6) 2021 for evaluation of progressive anemia and suspected gastrointestinal bleeding. The patient denied overt symptoms of abdominal pain, melena, hematochezia, or hematemesis. On (B)(6) 2021 esophagogastroduodenoscopy (egd) and colonoscopy procedures were performed which revealed posterior curve of stomach with continuous blood oozing and hemoclip applied with good hemostasis achieved. The patient also received a blood transfusion.